Manufacturer narrative:
No system performance information was provided by the customer. A field service engineer (fse) was dispatched on (B)(4) 2011 and replaced broken peri-ump tubing. Hardware is the root cause of this event.

Event description:
The customer contacted beckman coulter inc., (bci) to report a leak coming from the waste compartment on unicel dxi 800 access immunoassay system. There was no report of injury to lab personnel as a result of this event.